Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was t-wave oversensing, and the patient received multiple shocks. Positioning and sensing difficulty was also indicated. The lead was explanted and replaced, but it was inadvertently discarded by o.r. Staff. No further patient complications have been reported as a result of this event.